Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient has history of dvt in bilateral lower extremities. A bard g2 jugular filter was deployed successfully in an upright position at the level of l2- l3 the lumbar spine. There were no reported difficulties with the filter deployment. The filter was deployed for pending gastric bypass surgery that was performed nine days later. There are no reported difficulties with the gastric bypass surgery performed. Approximately two years post filter deployment, a CT scan of the abdomen was performed that demonstrated one filter limb perforating the ivc wall. Subsequent follow-up CT scans performed three years post filter deployment and four years post filter deployment indicated no change of the vena cava filter¿s position in the ivc. However, post four years filter deployment the CT scan identified two filter limbs perforating the ivc wall. There were no reported attempts made to remove the vena cava filter. There was no reported patient injury from the filter limb perforation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two years post vena cava filter deployment, for a gastric bypass surgery, a CT scan identified one filter limb perforating the ivc wall. An additional CT scan performed three years post vena cava filter deployment demonstrated two filter limbs perforating the ivc wall. There were no reported attempts made to remove the vena cava filter. There is no reported patient injury from the filter limb perforation.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the medical records allege CT scans demonstrate limb perforation of the ivc wall. Based on the medical records, perforation of the ivc can be confirmed. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.